Event description:
Levels implanted: t10-s1 it was reported the patient received a revision surgery to increase fusion range for pseudoarthrosis at th12 and l1. In this patient, pedicle screws were inserted at th10 to s1 with hook placement at left l3 and three cages were used at l1/l2, l2/l3, and l3/l4. It was reported that few days after the surgery, right s1 screw was found broken. No additional intervention was required because no associated symptom was observed. It was reported that the patient had a history of spinal surgery using pedicle screws approximately one year earlier (date unspecified). Detailed information such as the patient¿s initial diagnosis and surgical approach performed has been requested. The product came in contact with patient. Fragments were remained in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.